Event description:
According to the info received the pt inserted a catheter and the tip was either cut off or never rounded off. The pt's family member never told pt to check the catheter first before inserting it. Pt didn't seek medical attention because pt's family member is a dr. Pt's family member said it looked like it was getting better because it wasn't bleeding anymore.